Event description:
During endoscopic femoral vein harvesting for cardiovascular bypass surgery, small plastic pieces of the harvesting tool were found within the surgical field. A couple of these small pieces were retrieved endoscopically and it is believed that none were left behind.======================manufacturer response for endoscopic vessel harvesting system, vasoview hemopro======================the manufacturer hasn't had enough time to investigate the problem. However, they believe that the plastic pieces found left in the surgical field were scraps from the manufacturing process that shouldn't have been left behind, within the cannula, but were.